Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and a lead impedance out of range alert triggered. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Maximum ventricular pace impedance rises from 817 ohm the week ending (B)(6) 2014 to > 4000 ohm the week ending (B)(6) 2014.

Event description:
It was reported that the patient went to the clinic after hearing an alert. On interrogation it was noted that there was a bipolar pacing impedance spike on the right ventricular (rv) lead. There was only one spike in impedance, otherwise the trend is stable. No noise or oversensing was seen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.